Manufacturer narrative:
Event date unknown. Serial number is unavailable at the time of this report. Model number: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Manufacturing date is unavailable at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. Article: arcuate keratotomy infiltration following uneventful femtosecond laser assisted cataract surgery. Citation: william j. Johnson, md, george n. Magrath, md, lynn j. Poole perry, md, phd rapid anterior capsule contraction after femtosecond laser assisted cataract surgery (flacs) in a patient with retinitis pigmentosa. Jcrs online case reports 2019;7:23-25 2019 ascrs and escrs. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: rapid anterior capsule contraction after femtosecond laser-assisted cataract surgery in a patient with retinitis pigmentosa. It was reported that a case study on one patient with a pre-existing condition of retinitis pigmentosa; which puts the patient at higher risk of developing anterior capsular contraction. The patient underwent femtosecond laser¿assisted cataract surgery (flacs) and 3 months post op was found to have a fibrosed and contracted anterior capsule. The anterior capsule was surgically removed, as well as anterior vitrectomy. Months later, a laser posterior capsulotomy was performed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.